Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Rv ring to coil impedance steady at 250 ohms through jul-2014, daily measurement of 1102 ohms on 09-aug-2014 and 1368 on (B)(4)-2014. Rv coil to superior vena cava (svc) high for same dates.

Event description:
It was reported that there was high and unstable impedance on the right ventricular (rv)/ superior vena cava (svc) coils of the rv lead. It was noted there was possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.